Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 303 mg/dl. Customer stated that her infusion set cannula was bent when it was removed at the hospital. Nothing further was reported.